Manufacturer narrative:
The device was later explanted and returned for detailed analysis. This event will be updated when further information is received.

Event description:
Boston scientific crm received information that noise occurred on the right ventricular (rv) channel, resulting in an inappropriate shock and pacing inhibition lasting more than two seconds. Impedance measurements were reported to be good and stable in the 400 ohms range. The boston scientific crm sales representative reported the noise to be thick and started off small in amplitude, however, grew larger. A technical services (ts) discussed the possibility of attempting to recreate the noise with isometrics and valsalva techniques. Continued monitoring was also suggested, as there had been only one episode of oversensing since device implant.